Manufacturer narrative:
Additional information was received that the reason for ipg and lead revision procedure was to provide additional relief per physicians preference. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan¿ surgical lead, 50cm.

Event description:
A report was received that the patient underwent an ipg and lead revision procedure for an unknown reason.